Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported when blood is drawn through, it pushes blood out of the device, and sometimes the back pressure is so great that it sprays gloves and arms. There is no report of patient harm.

Manufacturer narrative:
The customer¿s report of leaking and spraying of blood was not confirmed. Visual inspection of the maxzero connector and the extension set observed reddish/brown fluid. No other anomalies were observed. Functional and pressure testing resulted in no occlusions, leaking or spraying. Dimensional analysis was performed on both the male luer and female luer sides of the maxzero using a go/nogo gauge and the connector was within specification. The root cause of the customers reported leaking and spraying of blood was not identified.

Event description:
The customer reported when blood is drawn through, it pushes blood out of the device, and sometimes the back pressure is so great that it sprays gloves and arms. There is no report of patient harm.

Event description:
The customer reported when blood is drawn through, it pushes blood out of the device, and sometimes the back pressure is so great that it sprays gloves and arms. There is no report of patient harm.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.